Event description:
Clinical study: it was reported that during a coronary drug eluting stenting treatment procedure, the stent balloon catheter was not able to be advanced across the lesion, and the stent was stripped off the balloon in the process of removing the catheter. Lesion 1 was a 3.5mm, 90% stenosed, 2mm long portion of a saphenous vein graft (svg) located in the distal circumflex (dist cx). The physician treated the lesion with predilatation and successful placement of a taxus express2 3.50 x 12mm study stent. Lesion 2 was a 3.5mm, 70% stenosed, 15mm long portion of a sephenous vein graft located in the proximal right coronary artery (prox rca). The physician treated the lesion with predilatation. The physician indicated in his description of the case that he was unable to advance the 3.50x 12mm taxus express2 stent/balloon catheter to the lesion. The stent came off the delivery "balloon prior to deployment". The stent was deployed with a maverick 1.5mm x 15mm balloon. "The reason for the difficulty in removing the stent catheter is not explained." (The stent was deployed in the proximal portion of the vein graft in "healthy tissue"). Condition of the stent is presumed to be intact, without damage. No other stents had been deployed in the vein graft prior to this. The remainder of the vein graft was able to be treated with the taxus stents. Final results were reported to be 0% stenosis with timi 3 flow. The procedure was successful. The pt was discharged the next day on plavix and aspirin.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.